Event description:
Pt was sitting on shower chair washing up at the sink. Pt reached to the side for something and the chair tipped over causing the pt to fall. The chair is designed so that legs are centered underneath the center portion of the chair, but not at all four corners of the chair. The sides of the chair extend approx 4-6 inches beyond the legs making the sides unstable.